Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
It was reported that the electrode suddenly stopped working, no error message on the generator. No further information available from the customer. No harm for the patient.

Manufacturer narrative:
Product complaint # (B)(4). ¿additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ investigation summary: the complaint device was received and evaluated. The suction tube was intact and visual inspection revealed saline residue in the suction tube indicating the device was used. No anomalies were noted on the device. The vapr electrode was connected to a test vapr vue generator and test vapr 3 foot pedal to test its functionality. The vapr vue test generator detected the electrode and the proper defaults were displayed; the vapr vue test generator was set to maximum power for ablation and coagulation modes. The device tip was placed in saline and the ablation and coagulation functions were activated, and the device was found to operate as intended. This complaint cannot be confirmed. A DHR review has been conducted and our results indicate that this batch of product was processed without incident related to this complaint and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the electrode suddenly stopped working, no error message on the generator. No further information available from the customer. No harm for the patient.